Manufacturer narrative:
(B) (4). Follow up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that the catheter was inserted and two of the lumens were flushed without incident. When they attempted to flush the third line, the clinician experienced resistance and became "splashed" with the patient's blood. The clinician reported the blood appeared to have come from the corner of the blue juncture hub that connects the catheter to the three lumens. More information has been requested.